Manufacturer narrative:
Date of explant is estimated.

Event description:
Additional information indicates, the patient was experiencing warmth at the ipg pocket during an MRI. Following the MRI the patient began experiencing pain at the ipg site along with burning and shocking sensations. The system was explanted approximately on (B)(6) 2024.

Event description:
It was reported that the patient underwent a surgical intervention to explant the system due to experiencing issues with the ipg following an MRI. It is unknown when the explant occurred or the specifics of the event. No further information is known at this time.

Manufacturer narrative:
Date of event is unknown. Section a4: patient weight has not been provided. Section d6b: date of explant is unknown.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.